Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured during its initial inflation to 6 atmospheres (atm). The device was removed from the patient and a new 6mm x 4cm powerflex extreme pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosis near the anastomosis of a fistula which showed no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device was prepped with a 50/50 contrast and saline mixture and maintained negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors likely contributed to the reported event as the device was intended for a stenosed fistula. Arteriovenous fistulas are often scarred and fibrous in nature and often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mm x 4cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon catheter ruptured during its initial inflation to 6 atmospheres (atm). The device was removed from the patient and a new 6mm x 4cm powerflex extreme pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosis near the anastomosis of a fistula which showed no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device was prepped with a 50/50 contrast and saline mixture and maintained negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.